Manufacturer narrative:
Insulin pump had broken battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock or click in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the reservoir ring is broken and reservoir does not stay in place any more all the time. The blood glucose was 7.6 mmol/l at the time of the incident. Customer will monitor the insulin pump. The insulin pump will not be returned for analysis.